Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: device went to ambient mode suspected from battery drainage. Replaced the unit no health consequences or impact.

Event description:
The following was reported to hamilton medical ag: device went to ambient mode suspected from battery drainage. Replaced the unit. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.